Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. The patient reported that they could not differentiate if the rash came from the lifevest, a dye injected for testing, or from new medications. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed pills and cream for the rash. Follow up indicated that the rash improved.